Event description:
The reporter stated the surgeon inserted a 13.2mm micl 13.2 implantable collamer lens but the lens would not stay in the pt's eye. The lens popped out and there was no pt injury, no enlarged incision or sutures. The reporter stated the surgeon felt the lens was defective. This is one of two lenses used on this pt - see MFR report #2023826-2008-00761. A third icl was implanted with no problem.

Manufacturer narrative:
(Lens would not stay in eye) eval: a lens work order search was performed and one similar complaint was found.